Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. (B)(6).

Event description:
The patient's mother reported that the keypad has been slow to respond over the (B)(6) and the down arrow is responding intermittently over the past two days. The button has to be presses harder and harder in order to get it to respond. The patient's mother denies getting the pump wet or cleaning with any type of solvent. No reported damage to the keypad.